Event description:
It was reported that a clearlink system continu-flo solution set 4-way stopcock extension set leaked between the drip chamber and the tubing. This issue occurred in the operating room when the bag of a non-baxter product was being spiked. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer stated that he could not associate a specific lot number to this specific event; however the customer could identify three potential lot numbers: ur13e15051, ur13d26101, and ur13e23048. A review of all three lot numbers batch record documents were performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Sample evaluation: the sample was received for evaluation. A visual inspection confirmed that the drip chamber was separated from the tubing.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.